Event description:
The advocate called on behalf of a customer. She stated that the customer tested her blood glucose and received a reading of 8.3 mmol/l (149 mg/dl) using her contour link meter. She retested using another meter and received a reading of 2.7 mmol/l (49 mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. Despite the low reading received on the other meter, no adverse events were alleged. The advocate performed control tests while troubleshooting over the phone and the results received were within the normal control range. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.